Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es all buttons were grayed out. A customer had reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 22-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that all buttons were grayed out and was unable to dispense medication for the patient. A technical support specialist found that the medication was actually loaded on the jced2 station. The specialist contacted the customer and informed her that the medication was available on a different station. The customer was advised to attempt dispensing the medication from jced2, which was successful. Additionally, the customer was advised to have the medication loaded on jced1 to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.